Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed a limited access code that locked the user out, leading the user to switch to an alternate insulin delivery system and disconnect the dexcom g7 continuous glucose monitor (cgm) from the ilet; the agent assisted with pairing a new dexcom g7 to the ilet, and the user reported hyperglycemia with a highest sensor glucose of 255 mg/dl and a concurrent fingerstick of 189 mg/dl over approximately two hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.